Event description:
On (B)(6) 2024 an ilet user's healthcare provider (hcp) reported the user experienced a low blood (bg) event requiring the assistance of emergency medical services (ems). The event occurred on (B)(6) 2024 the hcp reported that on (B)(6) 2024, the user experienced a severe hypoglycemic event at around 4:00 pm, resulting in a seizure and activation of ems. This was the user's first severe low bg episode while using a pump. The user is currently off the pump until the cause of the event can be determined and the appropriateness of automated insulin delivery (aid) therapy can be assessed. The hcp's proposed potential causes include excessive correction of high glucose levels after an unannounced meal around 1:00 pm, as the patient had announced very few meals. Another theory is inaccurate sensor data, with the possibility that the true glucose level was 30 points lower than the dexcom g7 continuous glucose monitor (cgm) reading, compounded by a gap in data prior to the event. The user denies exercising or injecting insulin before the hypoglycemia. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.